Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was reading inaccurately low as compared to an hcp meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient informed the mss that he is not sure when the alleged issue first began and could not provide any other meter results other than the one he compared at the hospital. He stated he had suffered from a stroke on (B)(6) 2012 and was taken to the hospital. While at the hospital he stated he was tested using the subject meter and reported a blood glucose value of "160mg/dl" and immediately afterwards was tested on a hospital meter (precision pro) and reported a blood glucose value of "190 mg/dl" within a few minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient advised the mss that prior to the stroke he was managing his diabetes with diet and exercise alone. When he was in the hospital he was placed on insulin and was admitted for one week. The patient could not recall the name of the insulin and stated he is now administering insulin daily. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the sample was taken from the same approved source. He did not have his supplies with him, so a control solution test was not performed. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention for an acute complication of diabetes from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.